Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During the product evaluation of a colleague infusion pump at baxter for another report, it was discovered that this device failed to audibly alarm while in service because the audio circuit wire was disconnected. There was no patient involvement. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation:the condition of a colleague infusion pump that failed to audibly alarm was discovered and confirmed during product evaluation. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition.additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.a service history review revealed no previous service events were related to the reported condition.